Event description:
Knee swelling [joint swelling]. Knee pain got worse [arthralgia]. No pain relief [device ineffective]. Case description: spontaneous report was received on (B)(6) 2011 from a hcp regarding a female patient, with a history of knee pain, who experienced knee pain, knee swelling and a lack of effect after starting synvisc-one. The hcp reported that the patient received one injection of synvisc-one into her right knee on (B)(6) 2010. The patient reported that she experienced no pain relief and worsened knee pain. The patient reported that she also experienced knee swelling two weeks after the injection. The patient required treatment for her symptoms. The patient reported that her symptoms were treated with one cortisone injection (date not provided). The product lot number was not reported. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(4) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.